Event description:
Customer called to report that the housing for her pump in style transformer was broken at the prongs.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer she indicated that the transformer had a little crack in between the prongs but now the plastic had fallen away and you can move the prongs back and forth and you can see wires. Exposed wires is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has bene modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping. This corrective action applies to transformers with a date code greater than or equal to (B)(4). Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration. Possible resolutions provided to customer. Replacement product or online ordering info. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u will be filed.